Manufacturer narrative:
Date of event: unknown, an exact date was not provided, but it was stated that it happened between (B)(6) 2018 and (B)(6) 2018. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the second push of the plunger, the intraocular lens (iol) did not come out of the cartridge. Reportedly, the lens touched the patient's eye. No incision enlargement and no patient injury was reported. Another lens was implanted. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 01/02/2019. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection showed that the plunger was in advanced position and locked. Viscoelastic residue was not observed in the device. The dfu (directions for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The intraocular lens (iol) was observed stuck between the cartridge tube and tip with the pushrod adhered to the lens. It was tried to complete the lens delivery but it was too hard to be moved. The customer's reported complaint was verified however it could not be related to the manufacturing process it could be related to the handling process due the lack of viscoelastic observed. No product quality deficiency was identified manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In review of the follow-up MDR 2648035-2018-01464, it was noticed that the conclusions code was incorrectly entered. This code has been updated in this report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.